Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that damage on the endoscope connector caused the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope experienced scope communication errors e238 and e216. The issue was found during a diagnostic upper endoscopy that was completed with an olympus back up device. There were no reports of patient harm.